Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reporting a broken belt clip. The customer's blood glucose was 50 mg/dl, which was treated with juice. Nothing further was reported.